Event description:
Reportedly, one year after implantation, the pt was admitted at the hospital because of dizziness. During the f/u, intermittent pacing and high ventricular lead impedance were observed. The first re-intervention did not confirm. Another re-intervention occurred before finally replacing the lead and the pacemaker. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Device f/u files were analysed. Because the electrical characteristics of the returned unit were within specifications and considering the memory data, the reported events more likely resulted from a lead issue or from a lead position issue (the lead may have dislodged) or from a lead-pacemaker connection issue or from a combination of all these potential phenomenon. (B) (4). Conclusion: available follow up data dated (B) (6) 2009, revealed intermittent high ventricular impedance (>3000 ohms) since (B) (6) and ventricular oversensing (noise), which resulted in inhibition of ventricular pacing. This could explain "near fainting and dizziness" episodes of the pt; upon reception, the inspection of the connector header revealed several damages, which showed that difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at the implantation or during the different attempts during the revision or at the explantation, i.e. Whether there is a link between these damages and the reported event; the electrical characteristics of the returned unit are within specifications; the device was received with a portion of the associated ela-sorin lead (and an unipolar is-1 adapter), which were analyzed separately ((B) (4)). Because the electrical characteristics of the returned unit were within specifications and considering the memory data, the reported events more likely resulted from a lead issue or from a lead position issue (the lead may have dislodged) or from a lead-pacemaker connection issue (particularly for the malfunction identified during the change of the lead on (B) (6) 2009) or from a combination of all these potential phenomenon; the device is retained in the returned product storage area.